Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 24.5mmol/l. The customer states running short on infusion sets and that they would be delivered the next day. The customer states they treated high blood glucose levels with manual injection. The customer declined to trouble shoot for high blood glucose levels. The customer was advised to monitor their blood glucose levels.